Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implant date: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that one of their leads "are broken". The lead was capped and replaced. No patient complications have been reported as a result of this event.